Event description:
It was reported that the handpiece was tested and found to not work. No pt involvement occurred.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.